Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and successfully started their sensor session with no recurrence of the cgm error.